Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 300cc mentor smooth round moderate profile, catalog #: 3501645, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent revision breast augmentation with a 300cc mentor smooth round moderate profile saline implant on (B)(6) 2012 developed left breast soreness with fluid (not specified) leaking from the nipple area beginning in 2018. The patient had a mammogram, us, and biopsy completed in (B)(6) 2019 and was diagnosed with breast cancer. The patient's familial history, personal history, and genetic disposition to breast cancer is unknown. No date of explantation or revision provided thus far. No product issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.